Manufacturer narrative:
The suspect device was not returned for evaluation. A photograph was provided by the account. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a chemo embolization procedure, the device fractured into two pieces. The procedure was completed using the same device. There was no patient injury to report.